Event description:
Ethicon endo-surgery, curved intraluminal stapler (ils), cut the tissue but did not staple during the surgical procedure. Diagnosis or reason for use: left hemicolectomy, small bowel resection.